Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 23 mg/dl at the time of the incident, while 22 minutes earlier they were at 149 mg/dl. The customer was at 48 mg/dl at the time of admission, and 177 mg/dl at the time of the call. The customer was given food to treat. The customer experienced symptoms such as unresponsiveness and loss of consciousness. The customer was driving before the low. The customer was wearing the insulin pump during the incident. The customer stated that they were changing their sets every week. Troubleshooting was completed and the customer will monitor the pump. The customer had become active recently after starting a new job and was getting sensor updating alarms. The customer also had lows of 26 mg/dl on (B)(6) 2018 and highs of 600 mg/dl on (B)(6) 2018. The insulin pump will not be returned for analysis.